Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a permanent implant procedure. When the doctor inserted the epidural needle the patient began bleeding. The procedure was aborted due to the doctor being unable to stop the bleeding. Blood tests were negative and the patient is doing well at this time.